Manufacturer narrative:
Concomitant medical product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she felt stimulation in the wrong location. The patient did not feel stimulation in the bicycle seat area, but rather felt it in her rectum, butt, and butt cheeks. The patient reported that her lead moved on (B)(6) 2015 and the manufacturing representative reprogrammed the device and then the lead moved again from the pelvic area to her rectum on (B)(6) 2015. The patient had a doctor's appointment scheduled for (B)(6) 2015. Additional information received from the manufacturing representative reported that he met with the patient on (B)(6) 2015 and was aware of the lead movement then. The patient had told him that she had fallen and had also been doing a lot of bending activity. It was also noted that the patient had the device explanted for an MRI two weeks ago. This was an elective procedure. The patient had already met with her doctor to have a device re-implanted on (B)(6) 2015.